Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the insulin pump had issues with the buttons sticked and it seems the insulin delivery was not consistently working well. No harm requiring medical intervention was reported the insulin pump will not be returned for analysis.